Event description:
Health professional reported a gastric band removed due to pouch dilation.

Manufacturer narrative:
Taper unknown. (B) (4). The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given, visual examination may determine the connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of pouch dilatation as follows: "frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Band slippage and/or pouch dilatation can occur."